Manufacturer narrative:
Corrected data: g3 (correct aware date was 23-aug-2024). This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the device not being reprocessed correctly due to a leak at switch 1 led to the malfunction. The event can be detected/prevented by following the instructions for use which states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white residual material found on the on the air /water tube on the insertion and light guide tube sides. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.